Event description:
It was reported by the customer "clinician had a minor needlestick incident from powerloc max huber needle. The safety did not ignite during de-access like it normally should." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfuf050 showed no other similar product complaint(s) from this lot number.